Event description:
It was reported that pts in the hospital's pulmonary ward have complained about leakages in the area of the eyes when wearing the niv mask. This led to discomfort, self-adjusting and misplacement. More than one pt developed decubitus ulcer and needed treatment of a wound care specialist.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.